Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed and attributed to an open fuse on the analog board. However, the customer has declined the recommended repair of the device. Therefore, the device was labelled as not certified for clinical use and returned to the customer. Analysis of reports of this type has not identified an increase in trend.